Event description:
It was reported that during a replacement surgery as soon as the implant site was opened the surgeon found the lead broken (the breaking point was at about 6 cm of lead from the generator). The lead wire was noted to be completely out of the silicone casing and the latter was disintegrated. They did not proceed with replacement. The patient will do an x-ray exam to better understand the position of the electrodes for the next surgery revision. No known additional surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The generator and lead were received for analysis. Analysis is underway but has not been completed and approved to date.

Event description:
Product analysis on the generator was completed and approved. An interrogation and a system diagnostic test shows end of service. Product analysis on the lead was completed and approved. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient had a full replacement. The explanted devices have not been received for analysis to date.